Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: telephone number: (B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after iol was implanted into the eye, the haptic broke. Iol remains implanted. No further information available.